Event description:
It was reported by service report that there were missing warning and hazard labels. No pt involvement or adverse consequences are reported.

Event description:
Customer reported aviva result at 2:48 pm of 31 mg/dl; reported no symptoms, but she did drink some juice. She stated can't tell when her blood sugar is low. She stated her neighbor called her, neighbor didn't think sounded right, and so came to the customer's home. The customer let her in the house, but the customer was not answering questions, seemed to have a change in personality. The customer sat down, closed her eyes. Her breathing became shallow and she started to sweat. The neighbor called 911 at 3:30 pm. Customer's aviva system blood glucose result was 152 mg/dl, emt system result within 2 minutes was 20 mg/dl. Emts treated her with 2 glucagon shots, transported her to hospital. Emt tested her blood sugar again when she arrived at the hospital, result was 32 mg/dl. She was given an unknown IV at the hospital, stayed at the hospital for 4-6 hours. Before leaving the hospital her reading was either 292 mg/dl or 297 mg/dl. A request was made for the return of the meter and strips, replacement sent.